Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose level rose to 511mg/dl with no ketones and no signs or symptoms of elevated blood glucose levels. The patient was able to correct with a syringe down to 240mg/dl. No rationale for the blood glucose excursion was found during troubleshooting. This report is being made based on the alleged blood glucose excursion.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.